Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small fragment of coil in the right pelvic side') and embedded device ('a small fragment of coil in the right pelvic side') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain. Concurrent conditions included bleed in luteal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal,oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: discrepancy in essure removal date -(B)(6) 2004. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-feb-2021: mr received. Previously added event medical device removal was replaced to device breakage. Previously added event oophorectomy was removed. New event added: a small fragment of coil in the right pelvic side wall. Reporter's dob was updated. Removal date and reporter, concurrent condition were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small fragment of coil in the right pelvic side') and embedded device ('a small fragment of coil in the right pelvic side') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain. Concurrent conditions included bleed in luteal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal,oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. The reporter commented: discrepancy in essure removal date of (B)(6) 2004. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') and oophorectomy ('oophorectomy') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. The reporter commented: discrepancy in essure removal date -(B)(6) 2004. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. The reporter commented: discrepancy in essure removal date (B)(6) 2004. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report